Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it exhibited high pacing thresholds due to a micro dislodgement. The physician was unable to extend or retract the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
B5 updated due to additional information.h6 device codes updated due to additional information.